Event description:
Myosure was being used gave an error message of "too much torque press pedal", pedal wouldn't operate. When pulled instrument out looked like jaw wouldn't open. Surgeon "doesn't think the patient had any harm" but the uterus was perforated. The procedure was converted to a diagnostic laparoscopy. Manufacturer response for hysteroscope (and accessories), n/a (per site reporter).